Manufacturer narrative:
Batch review performed on 15 march 2018; lot 162636: (B)(4) items manufactured and released on 04 august 2016 expiration date: 2021-07-21 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.